Event description:
It was reported that the ilet pump¿s connector was loose and the insulin cartridge became dislodged from the insulin chamber when the user bent over, while remaining attached to the infusion set, consistent with a fitting problem involving the connector/coupler. No clinical signs, symptoms, or conditions reported during the event. Outcomes included no health consequences or impact, with blood glucose remaining in range after meal announcement and resumption of delivery. Customer care provided support that included communication with the user, along with troubleshooting and education on proper attachment and priming until drops were observed before reinsertion. Investigation of this case revealed a mechanical problem associated with the connector/coupler consistent with a fitting issue. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.